Event description:
It was reported, surgeon was using tissue protection sleeve to facilitate proximal reaming of a tibia. After a few seconds of reaming we noticed smoke, therefore, he stopped and removed the reamer from the tibia. Upon removal we discovered that the reamer was pressed against the sleeve causing the sleeve to heat up and begin to rapidly break apart. Few metal fragments were removed from tibia. The tissue protection sleeve was discarded. I had another tissue protection sterile that we used to finish the case."

Manufacturer narrative:
The device was discarded by the hospital. No eval will be performed. If additional info is received, it will be submitted on a supplemental report.